Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had partial excision surgery on (B)(6) 2011 during which the surgeon noted ¿there were very dense adhesions of the omentum and the small bowel to the previously placed mesh in the midline, which were very difficult to take down, necessitating the conversion of the laparoscopic procedure to an open procedure. Furthermore, because a loop of the small bowel very densely adhered to the previously placed mesh, there were two areas of opening at that part of the small bowel during the surgery, resulting in the resection of the small bowel for six to eight inches.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.